Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was having issues with auto mode. It was discovered during troubleshooting that auto mode was turned off. It was discovered that auto mode was turned off due to the insulin pump receiving an insulin flow blocked alarm. The user stated the insulin flow blocked alarm occurred the day prior. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the insulin flow blocked alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.